Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having trouble changing the infusion set. The customer stated that she ended up not reconnecting to the insulin pump at all, causing her to have a blood glucose level of 504 mg/dl at the time of the call. During troubleshooting, the customer confirmed that air bubbles were present in the tubing. The customer was instructed to let insulin reach room temperature to avoid air bubbles and will not return any products for analysis.